Event description:
In this case, the customer was attaching cardiac leads to a pt as the brightview spect (bv spect) system was rotating to the cardiac 90 configuration. The customer's arm was at just the right height to be squeezed in between the detector heads as they were rotating to the cardiac 90 configuration. The customer engaged the collision sensor pad on the face of the camera to stop the system motion. To free the customer's arm it was covered in gel and gently removed from between the camera heads. The customer was assessed by the health nurse of the hospital and then returned to work. The customer had visible bruises on her arm in the area where the detectors had made contact. The fse tested and verified all of the collimator collision sensors and abc features on the bv spect system, all sensors and features were fully functional. There was no report of any rescan or radiopharmaceutical reinjection because of this reported event.

Manufacturer narrative:
(B)(4).